Event description:
This is a report from baxter (B)(4) of a missing injection site. The reported condition occurred before use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition of, missing injection site, was confirmed. The actual sample was evaluated with visual inspection and leak test. Evaluation revealed a weakness in the seal between the port tube and the joint of bag. The cause of the incorrect sealing was determined to be wear of the sealing pieces (jaws). The sealing pieces were replaced and a leak test under water has been implemented. The batch record review did not reveal any non conformance. (B)(4).